Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer continued to use the existing cartridge. Additionally, it was report the customer experienced a low blood glucose (bg) level ranging from 40-49 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Caller has no backup insulin therapy currently available. Caller will reach out to hcp. Customer declined further troubleshooting with tandem technical support and declined to provide further information.